Event description:
Surgeon was manipulating the bard 11 cm circular echo 2 ventralight st mesh ref# (B)(4) inside the patient. Surgeon stated the mesh was defective and was "falling apart". Mesh was removed from the patient and a new piece of mesh of the same variety and type was opened onto the sterile field. The procedure was completed as planned. The faulty piece of mesh has a lot# huhn0160 and a exp date 2023-12-28. No harm.